Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was nearly dislodged. Additional information obtained indicates that the only damaged lead was the atrial lead, however upon the attempt to remove the damaged atrial lead, the right ventricular (rv) lead was inadvertently pulled, unable to push forward and return the appropriate heal to the right ventricular (rv) lead. Another lead was implanted. This right ventricular (rv) lead was surgically abandoned. No additional adverse patient effects were reported.